Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "runtime calibration- 1051" and self check failure messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed by an onsite zoll representative; however, after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing, which included bench handling, internal inspection, tce/rce functionality testing and stress testing without duplicating the malfunction. The smart pneumatic module board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.